Manufacturer narrative:
The complaint of infection cannot be confirmed via laboratory testing. (B)(4). Sjm has limited information related to the patient¿s medical history and is unable to form an opinion as to the relevancy of the patient¿s history to the event reported. Sjm defers to the patient¿s physician regarding medical history. UDI (di): (B)(4).

Event description:
Further device information has been included. Therefore, an additional report was included pertaining to the event. Device 2 of 2. Reference MFR report #: 3006705815-2016-00090. It was reported the patient's ipg was explanted due to an infection at the ipg site. Follow-up revealed the patient's lead was explanted due to infection. The explant date is unknown. The infection has resolved over time.